Event description:
It was reported that during an open reduction internal fixation of the femur and the repair of an intertrochanteric hip fracture; the barrel of a dynamic hip screw (dhs) plate would not go over a lag screw shaft. Reportedly, it seemed that the devices protruding tabs were not matched correctly. After multiple attempts the surgeon used another plate which worked as intended. The surgery was successfully completed with a thirty minute delay with no patient harm or any additional medical intervention was required. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Expiration date: august 2023. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed one non-conformance report (nrc) written against the raw material for undersized width of raw material. The entire lot of raw material was inspected for width and (B)(4) pieces were found with undersized width and dispositioned as scrap. Since the (B)(4) pieces of raw material were scrapped per the disposition of the ncr prior to the manufacture of the product involved in this complaint, the ncr had no adverse effect on this complaint. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device was not implanted or explanted. Product investigation summary: the complaint condition for the dynamic hip system (dhs) plate (part 281.102 / lot 7791401), standard barrel, was likely caused by user error during surgery; however, this complaint is not a result of any design related deficiency. The 281.102 dhs plate is an implant routinely used in the dhs/dcs dynamic hip and condylar screw system. The device was returned and reported to have been unable to pass over a dhs lag screw. This condition is unconfirmed; however, some markings can be seen around the flats on the inside of the barrel portion of the plate. It is likely that the flats of the plate were not properly aligned with the flats of the lag screw, leading to this complaint condition. The device was manufactured in october 2014 and is less than a year old. The balance of the device is in very good condition. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device cannot be confirmed. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.